Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-13995n-1 multifire scorpion needle fragment was discovered in the patient during a postoperative x-ray. The images showed a small piece of metal in the patient's subacromial interval. The patient underwent revision surgery to have the metal fragments removed. Once removed, the metal fragment fits perfectly when placed on the tip area of the multifire scorpion needle. This occurred during a right shoulder arthroscopy rcr and bicep tenodesis procedure in (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. See the investigation memo.

Event description:
Additional information was received on 7/3/2025: an ar-13996 multifire scorpion that was used with the broken ar-13995n-1 multifire scorpion needle was received.